Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the fourth cycle of peritoneal dialysis therapy. During troubleshooting, it was discovered that the home patient improperly disconnected from the setup and then reconnected, prior to the alarm. Additionally, the patient reported an open clamp on an unused line. The technical services representative assisted the patient in ending therapy and reviewed proper procedure, per the user manual, with the patient. It is unknown how the patient planned to complete therapy; however, they stated that they would not set up again at the time of the report. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Improperly disconnecting from the setup during therapy and leaving a clamp open on an unused line are known causes of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. Furthermore, the guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional information become available, a supplemental report will be submitted.